Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive esc and act buttons due to corroded and flattened dome switches. No button error alarms noted. Unable to perform any test or verify excessive no delivery and motor error alarms due to keypad anomaly. The motor was tested outside the device and passed. Insulin pump received with cracked case at display window corners, battery tube threads, severe scratches on display window and broken reservoir tube lip.

Event description:
The customer reported that the insulin pump received occasional no delivery alarms, as well as motor error and button error alarms. The customer stated the motor error alarm occurred during a bolus and the battery went dead. The customer does not use the sensor feature of the insulin pump and was able to rewind the pump. He was advised to discontinue use and revert to a back-up plan. The customer's blood glucose was 83 mg/dl. Nothing further was reported.